Manufacturer narrative:
Section d4, d10: correction manufacturer's investigation conclusion: review of the device history record showed no deviations from manufacturing or qa specifications. The modular cable shipped in the implant kit for (B)(6) on (B)(6) 2017. Evaluation of the returned modular cable, lot number 176462, confirmed damage to the outer jacket, as well as discoloration to the jacket, inline connector bend relief, and controller connector bend relief. The heartmate 3 modular cable was returned in worn condition. The outer jacket was discolored light brown. Additionally, the controller connector bend relief and inline connector bend relief showed brown discoloration. Damage to the polyurethane jacket was observed from approximately 8 inches to 9 inches from the controller connector. Visual examination of the underlying armor layer did not reveal any evidence of damage, and the report of exposed wires could not be confirmed. The controller and inline connector pins appeared unremarkable. The modular cable passed testing without issue. The evaluation could not conclusively determine the cause of the outer jacket tears and discoloration. Incidental findings include discoloration to the modular cable jacket, inline connector bend relief, and controller connector bend relief. The heartmate 3 lvas IFU is currently available. Section 2 "system operations" (under "replacing the modular cable") provides instructions on how to replace the modular cable. Section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 "equipment storage and care" (under "cleaning the driveline") states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook is also currently available. Section 4 "living with the heartmate iii" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." In addition, section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist, kink, or sharply bend the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient's modular cable was softening and split. There were exposed wires. The modular cable was replaced.